Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd q-syte¿ luer access split-septum stand-alone device was found with the "glued part of the housing was cracked'. There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd q-syte¿ luer access split-septum stand-alone device was found with the "glued part of the housing was cracked.' There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received one q-syte unit without its original packaging for evaluation. The unit appeared to have been in two portions. One with the top body attached to a portion of the extension line and the second with the bottom of the body attached to a second line and had the septum. Our quality engineer visually inspected the returned unit and observed that the there was a sufficient weld present on the unit between the top and bottom body of the polycarbonate at the time of manufacturing. Upon further microscopic evaluation it was revealed that there were pattern markings along the bottom of the body opposite each other. The engineer determined that this was most likely caused by some type of pinching or clamping instrument. There was no physical/mechanical evidence to confirm or support the manufacturing process as the cause of the reported defect as the unit demonstrated a sufficient weld at time of manufacturing. No corrective action was deemed necessary at this time since the defect was determined to have been caused by something outside of the manufacturing process. A review of the device history record could not be performed since the lot number was unknown and could not be determined. Investigation conclusion: user: the unit demonstrated pattern markings opposite each other at the bottom body which are evidenc of the use of some type of pinchng/clamping object or instrument.